Event description:
It was reported that the pacing percentages on this left ventricular (lv) lead were not as expected. A review of the data showed that the lv lead had exhibited a drop in impedance from the 800 ohms range down to 527 ohms. Additionally, the amplitude had decreased and the threshold measurements had increased. Boston scientific technical services (ts) recommended doing a chest x-ray. It was found that the lv lead had dislodged. The lv lead was explanted and replaced. No additional adverse patient effects were reported.